Manufacturer narrative:
Visual examination of the returned complaint device revealed no defects to the catheter of the device. The balloon portion of the device was found to be torn longitudinally. Based on the condition of the returned incident device, the complaint that the balloon burst was confirmed. The most probable root cause for this event is operational context; this failure occurs when procedural factors encountered during the procedure limit the performance of the balloon (e.g., the balloon comes into contact with sharp exterior sources).a search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an rx biliary balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) and endoscopically performed biliary drainage (epbd) procedure performed on a (B)(6) male patient on (B)(6), 2011.according to the complainant, the patient presented with a common bile duct stone and was pre-dilated with the balloon. However, during the procedure, the balloon burst at 3atm. No pieces of the balloon detached inside the patient. The procedure was completed with another rx biliary balloon dilatation catheter.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.